Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with high pacing thresholds on the rv lead. Lead repositioning is scheduled. No further information is available.